Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. However, the insulin pump was received stuck on a motor error alarm loop that occurred during a bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a motor error during the prime. The most recent blood glucose had been 118 mg/dl but the customer did not recall the blood glucose reading at the time of the event. The insulin pump had not been exposed to a strong magnetic field and the customer did not use the sensor feature. The customer was unable to complete the rewind sequence. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.